Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with air bubbles in reservoir. The customer states there were large and small bubbles in reservoir the customer's blood glucose level was 299mg/dl. Troubleshoot was conducted and the customer was assisted with priming the air bubbles. The customer declined to troubleshoot for no delivery and high blood glucose levels. The customer was advised to monitor the device.